Manufacturer narrative:
Philips has investigated this complaint. Philips has confirmed with the customer that the l-arm rotation cover came off as a result of a collision with an operating lamp in the exam room. Philips has confirmed that the system was not in clinical use and there was no harm to any user or bystander. Philips has inspected the system on site and confirmed that the l-arm rotation cover came off. The cover was re-attached and the system was returned to use in good working order. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
It has been reported to philips that the cover of the c-arm came loose. The cover was retained by a safety chain, which prevented the cover from falling off. The system was not in clinical use and no harm was reported. Philips has started an investigation for this complaint.